Event description:
It was reported that during use the applier jammed making the stapling difficult. Add'l info was requested, but has not been submitted at the time of this report. No pt injury reported.

Manufacturer narrative:
(B)(4). Unk if sample is available for eval at time of this report. However, MFR will monitor and trend relating complaints.